Event description:
The haptic of the lens bent after insertion into the eye using the ez-28 delivery device. The incision was enlarged to remove and replace the lens.

Manufacturer narrative:
This form was completed by the MFR.